Manufacturer narrative:
During the user mentioned time, the transmitter was not being worn. No issue with the system could be confirmed.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of an adverse event where the user experienced a hyperglycemia event.